Manufacturer narrative:
The sample was collected in a bd sst tube. The specimen was centrifuged at 3,000 rpm for 4 minutes. Three levels of bhcg qc are run daily. Qc was recovering within the established ranges the week prior to and the day of the event. The customer was instructed to run a system check which failed. The customer disabled pipettors 2 and 3, but it did not resolve the issue. They discontinued use of the instrument until service arrived. A field service engineer (fse) performed a preventive maintenance (pm) to the instrument. The fse conducted a diagnostic test, carryover and qc; all passed within specifications. The fse could not state any definitive root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated results for total bhcg (tbhcg) generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produced lower results. The results were reported out of the lab. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.